Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during procedure; while using the fiber, it broke at the point of insertion into the ureteroscope on the outside. There were no patient complications reported. Boston scientific has been unable to obtain additional information regarding the procedure outcome to date, despite good faith efforts.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during procedure; while using the fiber, it broke at the point of insertion into the ureteroscope on the outside. There were no patient complications reported. Boston scientific has been unable to obtain additional information regarding the procedure outcome to date, despite good faith efforts.